Manufacturer narrative:
Per the complaint text, the customer has had multiple instrument issues since june 2007 that required field service representative (fsr) intervention. The recent issues were for error code 5015 motor step loss, probe up/down, processing center. The fsr recalibrated the sample probe, replaced the small volume heater due to a leak, changed both probe link tubings and verified mup and wash dispense volumes. The fsr performed a meia station verification but it failed. The procedure was repeated successfully after replacing the meia lamp and performing meia verification. The fsr also performed a reagent pack calibration and sample barcode calibration successfully. The fsr ran controls and the questionable sample (3x) getting acceptable results. A review of the complaint history for axsym system over the time period 2006 through 2007 did not find other complaints for the customer's current observation. The abbott axsym system operations manual volume-1 (66-6749/r3-february 1996) describes the following under the section shown below: section 7 operational precautions and limitations. Result interpretation/reporting. Axsym assay results/analyte determinations must be used in conjunction with other clinical data, e.g., symptoms, results of other tests, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All of this data must be considered for diagnosis and good pt care management. Section 10 troubleshooting and diagnostics, observed problems provides a probable cause for the customer's issue a dispense issue with the bulk solution 1 and 3 which is described under meia test results too low and results erratic, discrepant, and/or experiencing imprecision. This is the final report.

Event description:
The customer stated that the axsym analyzer list # 7a83 generated a discrepant hcv result for a pt sample. The patient sample initially recovered a value of 0.7 s/co (sample/cutoff), which is negative but was questioned, as it did not match the pt history. An old sample from the pt was analyzed without centrifuging first and recovered a value of 1.25 s/co. The "parent" sample was centrifuged then run recovering a value of 1.23 s/co. The first sample was rerun without centrifuging recovering a value of 1.25 s/co, which was reported. There was no impact to pt management reported.